Manufacturer narrative:
Product lot number information has not been provided.

Event description:
It was reported that during a total knee replacement surgery, the blade broke at the mount and at the teeth of the blade. It was also reported that no medical intervention was required and the event did not affect the patient's outcome. It was further reported that another blade was readily available to successfully complete the procedure.